Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the outer packaging of the atlas device, where kink was noted across the outer packaging. No other anomalies were noted. Therefore, the investigation is confirmed for the reported packaging problem. A definitive root cause for the reported packaging problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (lit; dqy), d4 (unique identifier (UDI) #), g2, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas pta balloon catheter. Prior to the procedure, the product was allegedly bent inside the shipping box. It was further reported that the product was not damaged but arrived with the outer and inner containers damaged. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas pta balloon catheter. It was reported that prior to the procedure, the product was allegedly bent inside the shipping box. It was further reported that the product was not damaged but arrived with the outer and inner containers damaged. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. D2b (lit; dqy). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.